Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted using a proglide device using a pre-close technique via a 6fr sheath prior to a transcatheter aortic valve replacement (tavr). Reportedly, the proglide suture did not capture the arterial wall due to calcification at the access site. The sutures of two new proglide devices were successfully pre-placed and the tavr procedure was performed via a 16fr sheath. Hemostasis was successfully achieved with the pre-placed sutures after the tavr procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.